Event description:
Event description boston scientific received information that during a follow-up, it was noted that this device was missing one day of daily measurements. Since the patient was not pacer dependent, the physician sent them home. This device is part of a physician communication dated june 23, 2006 regarding a low voltage capacitor. A hex dump was completed and reviewed by engineering who determined that there were no missing daily measurements, but rather the confusion was caused by the way and how often the device calculates daily measurements. The engineers also noticed an unusual charge time measurement and advised that it may be beneficial to perform another hex dump. Boston scientific received additional information five months later that there was intermittent loss of ventricular capture due to lead dislodgement.